Event description:
Bard powerglide midline catheter was being inserted and was not able to be deployed. When removing, a small portion of the catheter broke off and remained in arm. Surgery needed to remove from subcutaneous tissue (not in vessel).